Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed no related alarms or issues; extended continued use of the pump after the complaint overwrites black box data. A battery compartment crack was observed. The battery cap contact dimensions were within specification; the battery cap was unable to properly secure to the pump, however, electrical contact was maintained and a power loss was not observed. The pump powered on, successfully completed a prime sequence, and 24-hour exercise test without power issue or alarm. The pump¿s electric draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump powers off intermittently and that battery life had shortened. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.